Event description:
Boston scientific received information that this right ventricular (rv) lead had high pacing threshold measurement and got dislodged. The physician tried to reposition this rv lead however it moved again and got dislodged. Rv lead was then explanted and was successfully replaced with a new lead. This rv lead was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.